Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspicion of material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a (right) 500cc mentor memorygel breast implant and a (left) 450cc mentor memorygel breast implant, suffered right breast implant capsular contracture; baker grade iii and left breast misshaping, post-operatively. Ultrasound was done on (B)(6) 2020 and a possible leak was found. It was initially suspected that there was possible rupture on the left breast implant. The patient underwent bilateral implant explantation surgery on (B)(6) 2020. The right breast implant was reported to have ruptured. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On july 2, 2020, mentor became aware that the patient had undergone replacement with non-mentor devices (sientra) manufacturer¿s reference number: (B)(4).